Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, bleeding lcd glass, scratched around casing, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported via phone call that customer experienced physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen, therefore not able to rewind or prime. Caller does not know what caused physical damage. Customer's blood glucose was between 350 mg/dl and 400 mg/dl and also 60 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.